Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(6) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with a degraded thread inside. Thread on the open sample received is broken in pieces. Thread has been degraded by hydrolysis along these 2 years. We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined as the aluminum pouch has not been received. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Considering that there are no previous complaints of this code batch we conclude that this is an accidental and isolated unit. Final conclusion: taking into account that the results of the sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that separation of needle and thread occurs when the package is opened. There is no patient involvement.